Event description:
Pt underwent emergency surgery when it was discovered that she had a piece of wire penetrating her heart atrium. 1 1/2" wire removed. Pt had pacemaker in place. Wire believed to be from pacing lead. Pacing lead still in place in pt's heart.